Event description:
It is reported that the device was implanted in 2007. The device was removed in 2008, due to loosening.

Manufacturer narrative:
Evaluation summary: there are no returned pre-op and post-op x-rays to study the plate and screw fixation onto the distal humerus. It is unknown whether the pt was compliant after the surgery. The date alleged event (screw loosening) is also unknown. However, the plate is temporary internal fixation and if the bone is not completely healed, the screws may back out and the plate could be susceptible to fracture under abnormal loading conditions. The screws and plate are conforming to manufacturing and dimensional specs and hence no specific reason can be attributed to the alleged condition. Provision of radiographs will help analyze the condition of the bone over a period of time. Cause cannot be definitely determined. Device history records indicate that the devices were manufactured to specification where measurable in there returned condition. The manufacturing records were reviewed and found to be conforming.